Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to ketones. The customer also reported that she received a motor error alarm. The customer's blood glucose was 408 mg/dl at the time of the incident. The customer stated that she was not getting insulin prior to the hospitalization. The time of the hospitalization was 10:40 and the date of the hospitalization was (B)(6) 2015. The customer stated that the insulin was able to rewind while troubleshooting for the motor error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error or excessive no delivery alarm noted and the motor passed motor test. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.